Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the first clip applier was not able to be used on the patient because the surgeon saw that the tips were broken, the second clip applier was opened, and the broken tip fell into the patient's cavity and was retrieved by hand. A new device was used to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The instruments were returned with the distal ends of the channel covers disengaged. The damaged covers prevented proper clip loading and formation during functional evaluations. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.